Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation noted a high rate non-sustained episode and numerous short ventricle to ventricle intervals. The episode was suspected to be external noise. The rv lead remains in use. No patient complications have been reported as a result of this event.